Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿do not mix it up! Long-term outcomes of different proximal aortic cuffs with the afx endograft¿. Accarino g, puca ae, rinaldi a, fornino g, accarino g, turchino d, serra r, furgiuele s, vecchione c, bracale um ann vasc surg. 2025 feb;111:122-130. Doi: 10.1016/j.avsg.2024.10.024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿do not mix it up! Long-term outcomes of different proximal aortic cuffs with the afx endograft¿. The time frame of this study was over a 11 year period. 134 consecutive aaa patients who underwent endovascular aneurysm repair (evar) were included in the study. Patients were divided into two groups; one group all patients received a non-mdt implant while the other group received a non-mdt unibody stent graft combined with a endurant aortic cuff or tube (47 patients). Among the patient population who had an endurant stent graft the following malfunctions occurred: type iiia endoleak. No further information was provided pertaining to medtronic products